Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent. Approximately two (2) years post initial procedure, the patient presented with a type ia endoleak. The physician elected to treat the patient by unknown means on (B)(6) 2020. The treatment was unsuccessful and the physician plans to re-intervene on a later date. As of date, there have been no additional patient sequelae reported.

Manufacturer narrative:
Clinical assessment of the reported event was unable to be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made; however, medical records were denied due to patient authorization requirements and no response was received for medical imaging. As such, event determination, off label conditions, related patient harms and patient disposition could not be assessed. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device remains implanted; therefore, no device evaluation was completed. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: b5: describe event or problem: updated. H6: result code ¿ remove 3233. H6: conclusion code ¿ remove 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent. Approximately two (2) years post initial procedure, the patient presented with a type ia endoleak. The physician elected to treat the patient by unknown means on (B)(6) 2020. The treatment was unsuccessful and the physician plans to re-intervene on a later date. As of date, there have been no additional patient sequelae reported. Subsequent to the initial report, additional information was provided clarifying that the physician had attempted to coil the type ia endoleak; however, was unsuccessful due to not having the correct catheter to deliver coils. Patient did well during procedure.